Event description:
It was reported that when a symptomatic patient presented to the emergency room, intermittent capture issue was observed on the rv lead. Lead threshold values rose slightly and programming changes were made. Patient was stable after this. Patient was presented to the operating room, upon which lead repositioning was attempted and the lead stylet was stuck. Physician applied traction on the stylet however the lead stylet was unable to be removed. Lead was explanted and a new lead was implanted. Due to venous obstruction and chronic leads being in the veins physician was able to pass the pacing lead through the obstruction. The device was explanted due to an upgraded issue. Patient was stable prior, during and post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.